Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the vad (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection, as well as visual evidence provided by the site, revealed a gap between the connector and the back nut, the previous sheath repair was worn out, and new damage to the outer sheath beneath a previous repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and improper handling. The most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exp osure to uv light. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported gap in the dri veline connector body is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, vad (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use the ventricular assist device (vad) driveline (dl) cable exhibited damage, a gap between the connector, and the back nut was larger than normal were identified. No controller alarms or vad stops were associated with the event, and the area had not been previously repaired. The vad dl connector cap remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that driveline repair servicing was completed. It was noted that a prior repair had worn down and was removed. Initial visual inspection showed no damage to the strain relief. The reported gap between the connector nut and connector was noted to be slightly wider than usual, but secure. After removal of the old sheath repair, which covered the lower part of the strain relief, the outer sheath was observed to be broken in multiple places and also that pieces of the outer sheath are missing in several places. The driveline sheath was repaired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the vad (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Visual evidence provided by the site revealed a gap between the connector and the back nut. As a result, the reported event was confirmed. Capa00221 investigated loose driveline connector issues. The vad was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported gap in the driveline connector body is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.